Event description:
The customer reported that after pipetting an htlv plate low volumes were observed in wells a5 and a7 of the microwell plate. No error was reported. No death or serious injury was associated with this incident.